Event description:
Reported conflicting flu b result for 1 symptomatic patient. The customer communicated that the patient tested positive for flu b with the sofia sars+flu combination assay and then negative for flu b with the sofia flu only assay. No confirmatory testing had been completed.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.